Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. There is no instructions for use for this product. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not drain. The complainant alleged that urine could be seen to a point in the tubing, but it would not drain. The complainant reported that due to the catheter not draining, urine leaked around the meatus. The patient voided on her own after the catheter was removed.